Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose with a bolus delivery and an insulin pen. Customer could resolve the no delivery alarm with a complete set change.